Event description:
Clinical study. Same case as 6000093-2007-01583. It was reported that 453 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Prior to the index procedure, the pt underwent cardiac catheterization due to unstable angina. The index procedure treated a 3.0x20mm, 80% stenosed, moderately calcified, and mildly tortuous lesion in the mid left anterior descending artery (mid lad) with direct stenting of a taxus express2 2.75x24mm drug eluting stent. Residual stenosis was 0%. Of note, at this time, treatment also consisted of placement of an express 2.25x24mm bare metal stent in the 1st obtuse marginal branch (om1). The pt was discharged the next day on aspirin and clopidogrel. At 453 days post index procedure, the pt was admitted due to unstable angina. A recent cardiolite stress test showed ischemia and an ejection fraction of 18%. The pt underwent cardiac catheterization that same day. Treatment consisted of an unsuccessful plain old balloon angioplasty (poba) attempt in the 2nd diagonal branch (dx2). Of note, at this time, treatment also consisted of angioplasty of the proximal circumflex (cx) with 20% residual. The pt was discharged the next day on aspirin. The investigator assessed the device causality as unrelated. In october 2007, the clinical event committee assessed the event as possibly related to the taxus stent.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.